Event description:
The facility's biomedical engineering department reported the device turned on and off by itself. The reported situation was found while the device was being stored in biomed. No pt injury has been reported. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, age of pt, medication involved or the set up of the infusion device.